Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse checked the hydraulics and operation, and proactively replaced a srwp (sample reagent wash pump). The fse also calibrated the system and ran qc. The qc results were within range. The actual cause could not be determined, and no conclusion can be drawn as to what caused the discordant result. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
A discordant high acetaminophen (acet) result was obtained with one (1) patient sample on an advia 1800. The result was reported to the physician, who questioned the result due to the patient's clinical history. The sample was re-tested in duplicate, and the corrected result was reported out. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant acet result.